Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause for the pins pressed in the wrong direction was determined to be traced to manufacturing, which has been captured as a non conformance. Further results of the analysis will be captured through the non conformance. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the reaming attachment device was frozen/would not move. It was further determined that the device failed visual inspection due to the pins being pressed in the wrong way, with the thirty degrees chamfer on the outside. It was further determined that the device failed pretest for general condition, check pins length of handpiece coupling, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.